Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that he has been experiencing a severe skin irritation describing it as a bumpy and itchy red rash. The irritation appears after 1-2 days of sensor wear and dissipates 1 week after sensor removal. Patient had been using secondary wound dressing to remedy to the issue but was still experiencing skin irritation. Patient consulted with his dermatologist and was prescribed a steroid cream to use on the irritated skin. At the time of his call to dexcom technical support, patient reported that he was benefiting from the steroid cream.